Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted and animas and alleged that the patient had a blood glucose of 452 mg/dl with polydipsia and confusion. At 1130am today, patient called doctor and then went into the office, receiving 4u insulin via pen. A couple of hours later, patient tested again and gave 2 units (total of 6u) and bg level dropped. Patient is currently on the pump and pump is working well. During troubleshooting with customer support, the alarm history revealed alarms at the time of the suspend, and cs attributed the bg excursion to the patient inadvertently suspending the pump instead of confirming the alarm. No pump malfunction was identified. This complaint is being reported as the patient experienced hyperglycemia related to a use error.

Manufacturer narrative:
Follow-up #1; date of submission: 11/1/2016. The device has been returned and evaluated by product analysis on 10/07/2016 with the following findings. Unable to duplicate the complaint, the pump information for the complaint date has been overwritten. The black box begins on (B)(6) 2016. Unable to verify suspend issue on event date (B)(6) 2015; due to continuous use of the pump the black box data/histories for the event have been overwritten. Pump was exercised for 24hr duration period; no self-suspending occurred during this time. Pump was able to be manually suspended and manually resumed successfully during testing. No hypersensitive keys were observed. Available daily insulin delivery totals correctly reflect the users programmed basal rates. Pump passed delivery accuracy test and was found to be delivering within required range and delivering accurately. The suspend feature was found to be functioning properly during testing.